Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was advanced and had an extreme amount of noise. Status of the ipl is unknown. No patient complications have been reported as a result of this event.